Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-01770. It was reported the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2021 during which the existing leads were repositioned to resolve the issue. It is unknown which leads are related to the issue. Therefore, all the suspected devices are being reported.